Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and on (B)(6) 2019 with blood glucose of above 500 mg. The customer was treated with IV fluids and insulin and symptoms was pain and nausea. Troubleshooting was done for high blood glucose and under delivery. Customer also stated that the auto mode was active at the time of event. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.